Manufacturer narrative:
Additional information: 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 13 events were reported for this quarter. Product return status 1 device was received. 12 devices were evaluated based on historical data analysis. Additional information 13 devices were not labeled for single-use. 13 devices were reprocessed or reused.